Event description:
A report was received that a patient requires a pocket revision. The patient is very thin and is experiencing discomfort at the pocket site. The patient was absent for the scheduled revision. Therefore, the revision was not performed.

Manufacturer narrative:
This is the final report.